Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-00152 / 00153 / 00154).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2015 and right total hip arthroplasty on (B)(6) 2015. During the right hip procedure, the cup was removed upon implantation due to a sizing issue. A second cup was used to complete the procedure. Subsequently, patient underwent a right revision procedure on (B)(6) 2015 due to a fall, which fractured the right acetabulum. All components were removed and replaced, and the cause of the fall is unknown. Subsequently, patient experienced a second fall and sustained a periprosthetic left femoral fracture. Patient underwent a left hip revision procedure on (B)(6) 2015 due to the fracture. The femoral component and head were removed and replaced, and the fracture was reduced with cables.